Manufacturer narrative:
Spacelabs has identified the root cause as an error where a resistor was inappropriately changed from 0 ohms to 178k ohms during a pcba revision. A review of the complaints database shows there has been no reported case of the modules returning to default settings when the monitor experiences a brownout, a switchover in power, or power failure. Spacelabs is implementing a field action to replace the defective pcba from all affected monitors. Spacelabs is also improving design update process to prevent future occurrences. The (B)(4) district office of the FDA was notified of this correction in writing on (B)(6) 2011. We have concluded that this report is final and considered this issue is closed.

Event description:
Spacelabs internal testing has discovered an issue where the three minute backup battery for patient modules is not working.